Manufacturer narrative:
Medwatch fields d. Device identification and g4 PMA / 510k (premarket numbers) were updated. On the field service engineer's (fse) initial service visit, he inspected the module and replaced the reagent probes. He performed qc; the results were within range but were consistently at the lower end. The fse then referred the issue to the field application specialist (fas). On the fas's service visit, the fas noted that the issue was not resolved and the customer reported negative bias. The fas then verified the application parameters, calibration setpoints, special washes, and the data from the digital laboratory management software. The fas corrected the sample probe special wash and noted that data from the digital laboratory management software confirmed the negative bias. On the fse's follow-up service visit, he determined that the event was caused by aging parts in the system and contamination buildup. He then replaced the valve to the bath system and the aged tubing. He also replaced the missing ultrasonic mixer (usm) cover plate and decontaminated the bath and fluidic system. He verified the module's performance by qc with successful results; the qc recovery was close to the mean. The investigation reviewed the qc data; the qc recovery was within the provided ranges. The investigation reviewed the cumulative alarm trace; no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas 6000 c 501 (ul) v is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tpuc3 total protein urine/csf gen.3 results from urine patient samples tested on the cobas 6000 c 501 (ul) v. The reporter stated they failed a proficiency test prompting the rerun of the patient samples. The reporter was able to provide one example of discrepant results: the initial result was reported outside of the laboratory. The patient sample was sent to their other facility which uses a c8000 for the rerun. The initial result of the aliquot patient sample from the module was 41 mg/dl. The repeat result of the aliquot patient sample from the other laboratory's module was 21.8 mg/dl. The reporter is unsure which is the correct result.